Event description:
It was reported to philips the field service engineer (fse) observed the battery was out of specification. Patient use was unknown; however, no patient harm was reported. The philips field service engineer (fse) confirmed the issue. Following the evaluation of the device, the fse replaced the battery to resolve the problem. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed. Based on the information provided and service performed, the customer's alleged malfunction was confirmed to have failed to meet specifications. There was no patient or user harm reported due to this event. The customer's alleged malfunction was confirmed, and it was determined that the root cause was the battery.

Manufacturer narrative:
There was no patient involvement or harm. This event was reported to have occurred outside of clinical use.